Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during a patient assessment. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker field service representative performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and reviewed, and the reported issue was able to be verified. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during a patient assessment. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.